Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. The patient reported pain on the inside of the foot. They reported that it felt like it was ¿on a nerve¿ and they thought it was related to the stimulation because they had not injured to strained their foot. The patient also reported that they had recently gone through airport security and it was not clear if this had any effect on the patient¿s system. The date of the event was unknown.